Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding the patient. It was reported that the patient has regained function in both legs, but the left leg is still a little weak. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was undergoing implant of a surgical lead for spinal cord stimulation. It was reported that the patient lost 85% of motor function in her legs during the procedure. The lead was removed and not implanted, and time will tell if the patient improves. At the time of the report, the patient has lost 85% of motor function in her legs. There were no further complications reported or anticipated.